Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected from multiple cartridges. Reportedly, the customer loaded one of the cartridges and stated there were air bubbles coming from the cartridge and into the tubing. The customer's blood glucose level was 178 mg/dl. A new cartridge was successfully loaded to address the event.